Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8637-40, serial# (B)(4), found bridging across the m2 feedthrough (shorting) across the ceramic insulation with corrosion present. The analysis interrogation report indicated the pump was received programmed to minimum rate mode.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received lioresal baclofen (500mcg/ml, 349.70mcg/day, lot# unknown) in an implantable pump for intractable spasticity, head/brain injury, and stroke. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. Multiple motor stalls and recoveries were seen in the pump event logs on (B)(6) 2016. The event logs received indicated the first motor stall occurred on (B)(6) 2016 at 22:29 hours and recovered at 23:58 hours. There were a total of 8 motor stalls with 7 recoveries (excluding the unrecovered stall, the longest motor stall was 55 minutes). The last motor stall occurred on (B)(6) 2016 at 04:12 hours with no documented recovery. The reporter was going to follow-up with the managing hcp. The patient was admitted to the hospital and the plan was to replace the pump on (B)(6) 2016.